Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The endoscope was returned for failure analysis evaluation which was completed on 3/27/2024. The alleged issue was confirmed but could be replicated during the evaluation.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope had an oscillating image on the monitor. The procedure was completed with no reported injury.